Event description:
Clinical study. Same case as 2134265-2009-03605. It was reported that following a carotid artery stenting procedure the pt experienced hypotension and bradycardia. The lesion being treated was located in the ostium of the right internal carotid artery with 75% stenosis and was 10 mm long with a 6 mm reference vessel diameter. The physician attempted to treat the target lesion, and 2 filterwire ez's were used, however, a carotid wallstent was not implanted. During the index procedure, a filterwire ez was deployed and delivered successfully. No device malfunction/failure was noted. No additional info available at this time. The second device was deployed and delivered successfully. An unspecified device failure or malfunction occurred and the filterwire ez was retrieved successfully pre pta. Less than 24 hours after the procedure, the pt experienced mild hypotension and bradycardia. This was treated with medication and resolved without residual effects. No additional info is available at this time. The pt was discharged the next day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.